Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was an occipital cervical fusion (o-c3) performed with the plate in question on (B)(6), 2023. In the surgery, for the cervical spine, pedicle screws 4.0 x 26 mm in diameter were inserted on both sides of c3. Occipital bone screws with diameters of 5.0 x 16 mm, 5.0 x 14 mm, and 5.0 x 12 mm were inserted from the parietal. A titanium straight rod 4.0 x 240 mm in diameter, cut and bended, was used. The occipital bone and the rod connection part were tightened with synapse set screws using a torque limitation handle and a screwdriver until they idled twice. After surgery, on (B)(6) 2023, the surgeon informed the sales rep that the rod connection part was moving from where it had been set. The rod was not found to be disconnected from the plate. When the sales rep asked the surgeon if the synapse set screws at the rod connection part were loose, the surgeon said he could not tell the set screws were loose or not by the CT images. The future course of action, including whether a reoperation will be performed or not, has not yet been determined. The surgeon commented/asked if a plate could move despite the plate being tightened by set screws. Patient status/outcome was stable. No further information is available. Concomitant product details: unk - rods (part # unknown, lot # unknown, quantity - unknown), handle w/torq limit 2nm w/quick-coupl (part # (B)(4), lot # unknown, quantity - unknown), scrdriver shaft 3.5 t15 self-holding l24 (part # (B)(4), lot # unknown, quantity - unknown). This report is for one (1) unk - rods. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d3, d4, g5 510k: this report is for an unknown - rods: spine/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.